Event description:
Caller reported a minimum fill notification. Blood glucose level did not exceed 500 mg/dl. Caller reloaded the cartridge and was advised by technical support to clean the pneumatic tap area with an alcohol wipe or lint-free cloth, successfully resolving the issue and allowing the resumption of insulin delivery.